Manufacturer narrative:
The customer did not send tubing set or pictures of the tubing set back, nor did they fill out complaint questionnaire, therefore thorough investigation could not be performed.

Event description:
Upon setting up the clinimacs tubing set, on the clinimacs plus instrument and initiating the priming a leak below valve 5 was observed by the customer. A new tubing set was installed and the cell separation was properly performed. There was no risk to the patient.